Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. At an unknown time the patient received a blood glucose device of 36.0 mmol/l on their competitor blood glucose monitor. The patient experienced elevated blood glucose symptoms of mouth dryness, paleness, muscle aches, labored breathing, vomiting, and a headache. The patient was transported to the hospital. The patient went into a diabetic coma, and is currently in the intensive care unit. The blood glucose results obtained at the hospital were not provided. At the hospital the patient was treated for high blood glucose, but the type of treatment given was not provided. At the time of the report the patient was still hospitalized, it is unknown when they will be discharged. The infusion device was requested to be returned for product evaluation.